Event description:
It was reported the atrial lead had no capture and no sensing. The left ventricular lead pulled back into the superior vena cava. Both leads were removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analysis indicated there were no anomalies found. It was noted that the outer insulation had cosmetic depression and there was blood in/on the helix/lobe mechanism. The lead was stretched and visually noted apparent explant damage. (B)(4). The full lead was returned and analyzed. There were no anomalies found. It was noted that all conductors were distorted and had blood/body fluid (not obstructed). The distal conductor had blood/body fluid (not obstructed). It was visually noted there was apparent explant damage.